Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the mx40 and no sound coming from the device. The mx40 was not in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound. The cause of the customer's allegation is unknown as the reported issue was not replicated during testing. The speaker was replaced as part of the repair process. The device was operational after repairs were completed and the device was returned to the customer.